Event description:
I was diagnosed with severe arthritis in my right hip. It was recommended by my orthopedic doctor for him to remove my hip and replace it with a "state of the art" titanium hip implant (metal on metal) by depuy, pinnacle brand. Ever since the implant, I have had problems with constant discomfort and pain. I have problems walking, sitting, lying down, sleeping and, of course, I can't work. I have seen at least four different doctors and with no significant assistance. I have had several steroid injections, been through add'l physical therapy, complied with cold packs and specific exercises - all to no avail. I finally, out of concern, requested my last dr. To order a series of blood test to determine if there was cobalt or chromium leaching into my blood. I had read that this was happening to some depuy hip implant pts. My test results were shocking! Dr. (B)(6) - f/u from surgery (B)(6) 2010 - steroid injection. Dr. (B)(6) - (B)(6) 2011 steroid injections. Crestview physical therapy - (B)(6) 2011 physical therapy. Dr. (B)(6) - exam and steroid injection.

Event description:
Add'l info rec'd from reporter on (B)(6) 2013: on (B)(6) 2012, I had hip revision surgery due to the fact that the pinnacle hip implant had to be removed. The reason was not only discomfort, pain, swelling and metallosis. It was discovered through blood tests that I had high counts of cobalt over 20 mcgs and 7.6 mcgs chromium. Just before my revision surgery, shooting pain started in my hands, arms and shoulders. I had a nerve induction test and it was determined I had neuropathy in my hands and arms. My new orthopedic surgeon prescribed metanx to see if it would help by regenerating my nerves with no guarantee. Also I am taking other pain meds and nothing seems to help. This is an update from my original report to FDA.